Event description:
It was reported that during subtotal sleeve gastrectomy procedure on the third firing with a gold cartridge, the staples did not go through the tissue and did not form on the specimen side. On the sixth firing with a blue cartridge the device did not fire. The surgeon opened the device and reclosed the device and the device worked fine, blue .

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd and 6th. Echelon straight/flex: flex. What color cartridge was being used? Gold and blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. If so, which product? Seam guard. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Thick tissue. The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing, the staple lines were noted to be complete. A batch record review was performed and no anomalies were found during the manufacturing process.